Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the tip broke during activation without any overload with tissue or special mechanical stress due to staples or clips or extreme lateral movements of the instrument. The tip just broke suddenly and was gripped with an overhold instrument and removed from the site. Another device was used and worked fine. There was no harm or injury and no bleeding caused by the broken tip.